Event description:
Clinical trial. It was reported 399 days post index procedure, the patient experienced in-stent restenosis and a subsequent target vessel revascularization (tvr). The index procedure treated 3 target lesions. Target lesion 1 was in the mid lad. This was a de novo lesion, 3 mm wide, 10 mm long, and 99% stenosed. There was moderate calcification. The physician predilated the lesion prior to placing a 3.0 x 24 mm taxus express2 stent. Residual stenosis was 0% post deployment. Target lesion 2 was a de novo lesion in the proximal lad. The vessel was 3.5 mm wide, 13 mm long, and 60% stenosed. Modreate calcification was present, along with mild tortuousity. The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. Residual stenosis was 0% post deployment. Target lesion 3 was also a de novo lesion in the proximal lad. The lesion was 3 mm wide, 5 mm long, and 60% stenosed. This lesion also was moderately calcified. The physician direct stented the lesion with a 3 x 8 mm taxus express2 stent. Residual stenosis was 0% post deployment. There was no overlapping of the stents in the proximal lad. At 399 days post index procedure, the patient experienced the isr to the mid lad. Cutting balloon angioplasty was performed to the focal isr. The patient was taking aspirin and plavix at the time of the event. The patient was discharged one day later. In the opinion of the physician, the isr/tvr was probably related to the taxus express2 stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7399921 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.